Manufacturer narrative:
No malfunction occurred. A patient death occurred after the patient had become unmonitored and was discovered unresponsive. The customer requested analysis of log data to understand the sequence of events. The logs indicate that desat alarms were provided which were silenced from various different information center devices. The logs in this version of the product do not store inop events such as leads off therefore no specific details could be provided about any periods where the patient was unmonitored. The customer has not alleged a product malfunction. The device is considered to have been a factor in this event based upon the delay of response to the patient in this case. The customer has been provided with the log details available. No further action or investigation is warranted at this time. Type of reportable event corrected to death. The customer was not able to provide any further details regarding the patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but was not available at the time of this report.

Event description:
The customer sent an email directly to philips quality with a request for review of log data. Further requests to the customer about the reason and nature of the issue found that a patient death had occurred on (B)(6) 2017 and the patient had become unmonitored and was discovered unresponsive. The customer said staff had discharged the data and they wanted to review any and all alarms that may have occurred. They have indicated they do not feel a malfunction of any philips device occurred. The patient was reported to have expired after having been unmonitored for a period of time. The patient was found unresponsive.